Event description:
It was reported that the pacing system was replaced due to interference and that inappropriate shocks were delivered. The impedance values also had increased since implant. No patient complications have been reported as a result of this event. The ipg and lead were explanted.